Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the reportable investigation findings could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air-water-cylinder and air-water-tube, and there was clogging of auxiliary jet channel in the control unit. There was no patient involvement.